Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 580 mg/dl and high ketones that were identified as life-threatening by a health care provider. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin.